Event description:
Nellcor puritan bennett received a report from a hospital that the unit "has no sound, no alarm." The speaker in the unit was upgraded per remedial action z-0664-05. There was no patient involvement.